Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on may 14, 2024.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.